Event description:
Pt admitted to ER with apparent dislocated hip. States post bipolar hemiarthroplasty in 2005 bipolar component appeared to be disarticulated from stem component per x-ray. See scanned page.